Manufacturer narrative:
Initial report ref to natus complaint (B)(4). Per 18-000623 retcam envision risk analysis, hazard ID - 6.9, the risk is considered moderate. Install date: 19-may-2022. Further investigation to be carried out on the affected part.

Event description:
Retcam envision, system with fa - customer reported the monitor is sagging and stated that there was potential for injury, as the monitor first fell during image acquisition. Another member of staff in the or was able to stabilize it at that time. Customer confirmed that the issue was resolved however, it took about 2.5 full revolutions of the adjustment screw to hold the monitor up.

Event description:
Retcam envision, system with fa - customer reported the monitor is sagging and stated that there was potential for injury, as the monitor first fell during image acquisition. Another member of staff in the or was able to stabilize it at that time. Customer confirmed that the issue was resolved however, it took about 2.5 full revolutions of the adjustment screw to hold the monitor up.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#(B)(4). Instructions were provided to the customer on how to adjust the monitor arm. Customer confirmed that the issue was resolved however, it took about 2.5 full revolutions of the adjustment screw to hold the monitor up. Customer was informed that oil/grease should be used to prevent rusty and hard to turn adjustment screw. Product was not returned for investigation. Resolution was found by tightening the loose screws. There are no CAPA's related to this issue. This complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Device history review was carried out, and no related faults/issue found, reference to document qa-f-26, rev.4, dco#(B)(4). Faillure confirmed: yes. Investigation result code: neuro sbu/loose component closure rationale: complaint verified, resolved on-site and no further action necessary.